Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 24 cm distal to the is-1 connector pin. Both parts of the lead were received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The analysis of the returned fragments demonstrated multiple signs of abrasion. In particular between 10 cm and 12 cm distal to the is-1 connector pin the pur coating of the lead body was found rubbed through. The insulation was intact. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Sorin received information that this lead was extracted due to diaphragmatic stimulation. There were no adverse patient events reported. Should additional information be received, this file will be updated.